Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable and temperature sensor. Aligned the collimator and calibrated collimator in mag 1. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system presented a "temp sensor" error. The case continued by selecting and pressing any button. There was no report of patient injury.